Event description:
Luer lock connection on smith's medical mx448hlmg sets is leaking at the hub connected to pt. Multiple sets reported leaking in our neonatal pts. Due to slow infusion volumes leak is no readily visible to the naked eye, but over time (several hours) pt's linens will be wet at the connection site. No other leaks reported using other devices connected to pt.